Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, 8 units of insulin were delivered and subsequently the customer¿s blood glucose level decreased. Specific bg value was not provided. Customer was taken to the emergency room (ER) via ambulance and was administered an injection of glucagon. Information regarding treatment in the hospital was not provided. The customer was released on 04 april 2025 with the issue resolved and no permanent damage. Technical support educated the customer to not be connected to the pump during the fill tubing process.

Event description:
Reportedly, 8.3 units of insulin were delivered. Customer¿s blood glucose level was 2.9 mmol/l.